Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Pt was in drain six of treatment. Upon removing the tubing set from the cycler, fluid was noticed inside the cassette compartment of the cycler. The origin of the leak could not be identified. Pt did not experience any adverse effects from the cassette leak. Sample has not been returned to the MFR.